Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the current status of the patient and possible intervention planned or taken. In this case, the increased gradient was not specifically attributed to ppm. Thrombosis may have been present during the 30-day follow-up visit, since the patient was started on anti-coagulation therapy with improved symptoms. However, increased gradients were present 5 months post viv. Therefore, ppm cannot be confirmed but may have contributed to the increased gradient as a pre-existing valve was in place. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during an aortic valve in valve procedure, a 20mm sapien 3 ultra valve was implanted in a failing surgical aortic valve in the aortic position. On postoperative day (pod) 1, echo indicated the mean gradient was 20mmhg. This was not a concern due to the size of the implanted valve. During the 30-day follow-up visit, the gradients increased into the 30¿s. The patient was also symptomatic with some shortness of breath (sob). The patient was started on anti-coagulation therapy. Approximately 5 months post implant of the sapien 3 ultra valve, the patient reported feeling better; however, the mean gradient was 40mmhg. No actions were taken at the time of the report. The patient is currently being monitored to determine required actions - possible intervention procedure or continuation of the medical management. The valves remain implanted in the patient.